Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon was advanced through the scope and dilated to the first size as per the atm's listed on the package. Upon increasing the size of the balloon to the second size, the balloon rapidly lost pressure and burst at 7atm. The procedure was completed with a second cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon was advanced through the scope and dilated to the first size as per the atm's listed on the package. Upon increasing the size of the balloon to the second size, the balloon rapidly lost pressure and burst at 7atm. The procedure was completed with a second cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results. The returned cre pro wireguided dilatation balloon was analyzed, and a visual evaluation found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The returned device had a longitudinal tear. The longitudinal tear found could have been interpreted by the customer as the reported event of balloon burst. It is likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. Also, it is possible that interaction with any kind of sharp surface during or previous to the procedure could create friction on the balloon, causing the problem of longitudinal tear during the procedure. Therefore, the most probable root cause is adverse event related to procedure.